Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual evaluation of both the videos and received samples found no abnormalities which would indicate any manufacturing issue which may have contributed to this failure. Evidence of material transfer as a result of the welding process was found on each specimen; however, it is not possible to verify the tensile load that was applied to the opened suture received which caused it to break. Additionally, a review of the video evidence provided found that the suture was not applied in accordance with the IFU, as the surgeon took several extra bites before applying tension to appose the tissue and anchor the loop. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The IFU provides the following guidance for application of this product; ¿ to begin a continuous suture pattern take apposing bites on either side of the wound in standard fashion. Absorbable wound closure device is anchored by passing the needle end of the suture through the pre-formed loop end effector. Gentle traction on the suture will anchor the suture and appose the wound edges. ¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred post-operatively after a laparoscopic gastric bypass. The surgeon employed a running stitch using barbed suture. The suture was removed approximately 10-15 minutes prior to use. The patient was re-admitted to the ER due to leakage. There was a hole in the jejunum at the closing of the enterotomy. The patient developed peritonitis and sepsis. To correct the issue, an additional operation was performed to close the hole in the jejunum and clean the bowels. This extended patient hospitalization. The patient had to be resuscitated in the ICU. Current patient status is stable.